Event description:
It was reported that the asymptomatic patient received an alert for low pacing impedance on the right ventricular lead. In-clinic, all electrical values were normal. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.